Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/29/2016 with the following findings: during investigation, all the keypad buttons responded appropriately to user input. A visual inspection was performed and part of the corner of the keypad near the contrast button was missing. The keypad was pulling away on the left side of the up and down arrows. The keypad was removed to find no contamination on the button contacts. The pump was opened to find no evidence of moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the keypad buttons were underresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.